Manufacturer narrative:
(B)(4).

Event description:
A report was received that a patient's vns generator was replaced. The replaced generator was returned to the manufacturer for analysis. A visual examination of the pcba showed contaminates on the trimmed edge of the pcba test tab. The pcba also failed several electrical tests. Based on these results, the contamination that was observed on the trimmed edge of the pcba suggested potential electrical paths were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. The data on the generator was also reviewed. The measured battery voltage indicated that much more battery had been depleted than expected based on the charge consumed. A review of the device history record showed that the generator had been laser-routed. This manufacturing process has been known to cause the debris found in product analysis. This can cause excess current draw leading to premature battery depletion. No other relevant information has been received to date.